Event description:
It was reported that an infection occurred. The implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient was a participant in the system longevity study (sls) at the time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 693565, implantable tachy lead, implanted: (B)(6) 2012. (B)(4).